Event description:
It was reported that the scrub nurse loaded an intraocular lens (iol) into the cartridge and handed the injector with the cartridge to the surgeon. The surgeon was about to start implanting the iol, when he felt resistance, so he pulled his hand back and found the cartridge perforated from the lower side. He asked to change the cartridge and implanted the iol with another one instead. A delay in the procedure was also mentioned. Through follow-up we learned that the delay was only short and that the patient was not affected at all. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 (B)(6). Section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.